Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the stem stopped advancing just after the trabecular metal pads engaged the cortical wall of the humerus. The impactor handle was not able to extract the stem as the technique instructs and a bone hook was subsequently used as a second option which was successful. Surgeon then tried to ream again and also tried to open the canal wider by moving the reamer in a circular motion to accomplish this. This was not successful as the stem became lodged again in the humerus without being fully seated to the calcar, so the surgeon decided to use a 17mm stem and cemented it in the pt.